Event description:
Home monitoring alert for eri after showing 80 percent battery remaining the previous day. Patient will be brought in to clinic for evaluation. Device remains implanted. No adverse patient events were reported. Should additional information become available, this file will be updated.

Manufacturer narrative:
Device was explanted (B)(6) 2021. We received your event description for the above mentioned device and would like to thank you for supporting our post-market surveillance. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. The returned device data were analyzed thoroughly. Based on the data available for analysis the eri battery status was triggered on (B)(6) 2020 confirming the clinical observation. In contrast, the battery voltage was as expected for a sufficiently charged battery. Also the documented current consumption of the device was normal. Further data analysis revealed an invalid memory content corresponding to the battery holter which resulted in the eri status activation. The root cause for the invalid memory content was not determinable based on the data available. However, external influences such as strong electromagnetic fields could be taken into consideration. The battery is not depleted and the ability of the device to deliver anti-bradycardia therapy is not affected by this invalid memory content. However, the device will only continue to operate in a program according to the eri mode. Should additional relevant information or the device itself become available, the investigation will be updated.

Manufacturer narrative:
Device was explanted (B)(6) 2021 . Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this pacemaker were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. Upon receipt the pacemaker was interrogated and the devices memory was investigated. The eri battery status was triggered on march 04, 2020 confirming the clinical observation. In contrast, the battery voltage was as expected for a sufficiently charged battery. Also the documented current consumption of the device was normal. Further data analysis revealed an invalid memory content corresponding to the battery holter which resulted in the eri status activation. The pacemaker was subjected to an electrical analysis. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed in eri mode. During the further course of the analysis and by using a technical programming tool the eri status was reset. Subsequently the device interrogation yielded the battery status ok with a remaining service time until eri of more than 9 years. A stress test under different temperature environments was performed. The battery status of the device was as expected. In conclusion, the activation of the eri battery status resulted from invalid memory content. The root cause for the invalid memory content was not determinable based on the data available. However, external influences such as strong electromagnetic fields could be taken into consideration. After reset of the eri status the pacemaker was operating as expected. There was no indication of a material or manufacturing problem.

Manufacturer narrative:
We received your event description for the above mentioned device and would like to thank you for supporting our post-market surveillance. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. The returned device data were analyzed thoroughly. Based on the data available for analysis the eri battery status was triggered on (B)(6) 2020 confirming the clinical observation. In contrast, the battery voltage was as expected for a sufficiently charged battery. Also the documented current consumption of the device was normal. Further data analysis revealed an invalid memory content corresponding to the battery holter which resulted in the eri status activation. The root cause for the invalid memory content was not determinable based on the data available. However, external influences such as strong electromagnetic fields could be taken into consideration. The battery is not depleted and the ability of the device to deliver anti-bradycardia therapy is not affected by this invalid memory content. However, the device will only continue to operate in a program according to the eri mode. Should additional relevant information or the device itself become available, the investigation will be updated.

Manufacturer narrative:
We received your event description for the above mentioned device and would like to thank you for supporting our post-market surveillance. As of today, the medical device is not available for analysis; therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. Should additional relevant information or the device itself become available, the investigation will be updated.